Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: "the physician was attempting to retrieve the tulip filter. He employed two of the gtrs (g13287) filter retrieval sets and during the course of the 5 hours procedure, the physician straightened the hook on the tulip filter and propagated a heavy clot burden above and below the ivc filter. He made attempts to get in contact with the vascular surgery group to review and intervene; however, the vascular surgeons refused any treatment and the patient was transferred to another hospital." Patient outcome: the patient outcome is unknown.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 h6) ec method code: 4119 - insufficient information available ec conclusion code: 4315 - cause not established. Summary of investigational findings: investigation is based on event description only. Based on very limited information provided it would be inappropriate to speculate at what may or may not have caused the propagation of blood clots above the filter during the retrieval attempts. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "the physician was attempting to retrieve the tulip filter. He employed two of the gtrs ((B)(4)) filter retrieval sets and during the course of the 5 hours procedure, the physician straightened the hook on the tulip filter and propagated a heavy clot burden above and below the ivc filter. He made attempts to get in contact with the vascular surgery group to review and intervene; however, the vascular surgeons refused any treatment and the patient was transferred to another hospital." Patient outcome: the patient outcome is unknown.